Event description:
It was reported that the customer was in a vehicle accident back on (B)(6) 2012 and the insulin pump was destroyed in the accident. Caller stated that the customer has been hospitalized since the accident. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.